Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: unknown); product type: 3294-generator; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that a cardiac computerized tomography (CT) was performed before the procedure, and no thrombus was identified. After the procedure, an MRI was performed and multiple acute phase infarctions were confirmed in the two cerebral hemispheres and the right cerebellar hemisphere. Rehabilitation and medication was administered with slight improvements to the patients numbness.

Manufacturer narrative:
Continuation of d10: product ID: psg100 (serial: unknown); product type: 3294-generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day postoperatively a pulsed field ablation procedure, numbness occurred in the lower part of one leg. Findings of a cerebral infarction were observed. No further patient complications have been reported as a result of this event.